Manufacturer narrative:
Additional information was added: lot manufactured between june 01, 2019 to june 04, 2019. Three (3) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed with tap water which revealed a spike port cap leak at the spike port of all samples. The reported condition was verified. The cause of the condition could not be determined; however, most likely due to inadequate or lack of cyclohexanone during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from unspecified locations. The leaks were discovered at the compounding center. There was no patient involvement. No additional information is available.